Manufacturer narrative:
The patient's sample was tested using lc-ms/ms. The customer's results were confirmed by the lc-ms/ms. The intended use of the assay was fulfilled. The customer's results would lead to the same medical classification as the lc-ms/ms.

Event description:
The customer alleged they received questionable 25-hydroxyvitamin d (vitd) results on their e602 analyzer for one patient. On (B)(6) 2013, the patient's sample was drawn and tested on a diasorin liaison xl analyzer and the result was 55.8 nmol/l. On (B)(6) 2013, the sample was tested on the e602 analyzer and the result was 127.3 nmol/l. On (B)(6) 2013, the patient had another sample collected. The result from the e602 analyzer was 141.8 nmol/l. The sample was then tested on a diasorin liaison xl analyzer and the result was 72 nmol/l. The customer stated the results from both analyzers were reported outside the laboratory. According to the customer, the discrepant results led the patient to stop taking vitd treatment for a vitamin insufficiency. The patient was not harmed by this event. The vitd reagent lot number was 173852. The expiration date was requested but not provided.

Manufacturer narrative:
Two samples were returned for investigation. The samples were tested with vitd retention lot 173852 on a cobas e602 analyzer. The customer's results were reproduced.

Manufacturer narrative:
This event occurred in (B)(6).